Event description:
The surgeon informed product specialist that the short gamma 3 nail was broken. The pt fell on (B)(6) 2011, diagnose: intertrochanteric fracture, reverse oblique a iii. The pt has schizophrenia (since 1970). On (B)(6) 2011, implanted short gamma 3-nail. After few days the pt was given permit to put weight on that leg. Also managed to move using walking aid. On (B)(6) 2011, the pt informed that the hip was painful (sored), without any trauma. On (B)(6) 2011, noticed that the nail was broken, which was revised on (B)(6) 2011.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.